Event description:
This supplemental report is being filed as additional information was received indicating that this patient presented to the clinic for follow up. The signal artifact monitor (sam) feature was installed on her device. Subsequently, a sam episode was stored due to the high pacing impedance on the patient's non-boston scientific right atrial (ra) lead. Review also showed that there was some oversensing of the minute ventilation feature signal, although this was not being marked by the device. The pacemaker programming was adjusted to optimize therapy. No adverse patient effects were reported. The pacemaker and non-boston scientific leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred for the non boston scientific right atrial (ra) lead connected to this pacemaker. Following the lead safety switch, noise was noted on the ra channel. This noise was oversensed, resulting in inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported. No interventions were reported. This pacemaker and the non boston scientific ra lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
This supplemental report is being filed to update the additional manufacturing narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.